Manufacturer narrative:
The cause for the iabp shutdown was attributed to the clogged intake valve. This indicates the iabp was ot maintained properly. The customer did not have preventative maintenance agreement with maquet. The company representative replaced the power supply (part number 0014-00-0033e05) and installed the 2500 hour pump rebuild kit (part number 0040-00-0146) as a part of preventative maintenance. All functional and safety tests were performed. The specifications were met. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown and will not turn on. The patient was switched to another iabp and therapy continued. No patient injury was reported